Event description:
The customer reported that the system displayed a communication failure error message followed by an uncommanded system shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.